Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports that it does not fit tight after it is removed to transfer the blood collected in syringe. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: the cap of sst tube does not fit tight after it is removed to transfer the blood collected in syringe. This becomes a challenge while centrifuging the tube, leading to specimen spillage. Was the user exposed to hazardous, blood or bodily fluids? - yes (from the complaint form). No patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, ten (10) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode.